Event description:
The reporter stated that the surgeon was using a indigo injector with a 23.0 diopter single piece collamer lens and the lens tore during insertion into the eye due to the injector system. No pt injury reported.